Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use, the patient bit the tracheal tube and the tube broke. No patient harm reported. There is no report of serious injury or death associated with this incident.

Manufacturer narrative:
Covidien reference: (B)(4). It was previously reported that a tracheal tube broke when a patient bit the tube. One sample of a tracheal tube was returned for investigation. A visual inspection was performed and found the tube had damage in two areas. An inflation deflation test was then performed and no leaks were found. Although damaged, the product was found to function as intended. The manufacturing guidelines and controls were reviewed and found effective to detect the damage found on the returned product. Damage of this magnitude would have been detected during the manufacturing inspection and removed from the lot.